Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the force bipolar instrument's tip was getting caught on tissue. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the tissue got caught at the instrument's wrist. It is unknown what surgical task was being performed with the instrument when the issue occurred. The surgeon was able to successfully release the tissue by gently pulling away from the tissue. There was no unexpected tissue removal, and there was no adverse effect on the grasped tissue. There was no bleeding. It is unknown if the instrument was in strong grip mode at the time of the event. Regarding abnormalities noted in the instrument, the surgeon stated that the jaw was bulging. There were no collisions with other instruments or tools.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. .